Event description:
It was reported that the 8800 sys would not boot. There was no report of pt injury.

Manufacturer narrative:
Customer cancelled the svc call. Determined that it was a facility power issue. Svc call closed.